Event description:
Event description cpi received information that this endotak c lead was removed from service due to a fracture. It was replaced with an endotak dsp lead. The ICD was also explanted and testing by cpi found that it did not meet longevity expectations.